Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Biomet recently received information from a retrospective data collection submitted by surgeon. Attempts to obtain additional information including product identity have been unsuccessful to date.

Event description:
It was reported that patient underwent a knee procedure on (B) (6) 2004. During the procedure, the patella fractured at time of resurfacing. No further information is available.